Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of a noisy image was confirmed. The following additional findings were also noted: dent on connecting tube, dirty control unit, corroded scope connector, dented bending tube, broken light guide lens, and the angulation in the up direction is out of standard value due to wear on angle wire.

Event description:
A customer reported to olympus, noise on the monitor. Malfunction was found while preparing and inspecting for the diagnostic procedure. A similar device was used to complete the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electronic parts. As a result, the suggested event occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: attaching the water-resistant cap (mh-553). Olympus will continue to monitor field performance for this device.